Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. Csi ID: (B)(4).

Event description:
The target lesion was a mildly tortuous chronic total occlusion (cto) at the second right coronary artery (rca). The non-csi/non-abbott 8f guiding catheter was advanced to the lesion. The lesion was dilated with percutaneous old balloon angioplasty (poba). Intravascular imaging (ivus) identified a severely calcified nodule. Following three low-speed treatments with the diamondback 360 coronary orbital atherectomy device (oad), a high-speed treatment was attempted, but ivus showed the driveshaft of the oad has fractured in front of the crown. The oad was removed, and the fractured component was successfully snared. The procedure was completed with no further complications and medical intervention.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2 correction: added results of investigation and DHR review in h11 the results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly, and quality control requirements prior to distribution. Additionally, a review of the complaint history identified no similar incidents from this lot. Csi ID: 13981

Event description:
Additional information: the atherectomy access site was femoral artery. In the opinion of the physician the event was due to tortuosity and severe calcification of the vessel.

Manufacturer narrative:
Csi ID: (B)(4).